Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to a corroded keypad. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called in to report that while jogging the insulin pump alarmed button error. The customer stated that the device was possibly exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.